Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2002. The consumer sought medical attention 3 weeks later for infection at the piercing site and was prescribed oral antibiotics. The consumer returned for medical treatment 4 days later and was admitted to the hosp and placed on oral and i.v. Antibiotics. The consumer was discharged 2 days later and was continued on oral antibiotics.